Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -08.00 diopter implantable collamer lens into the patient's eye on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to being too big. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.